Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one year post-implant the right ventricular (rv) lead exhibited high thresholds and the r-wave was indicated to have diminished. About three years post implant, the pace/sense impedance began to increase in a linear fashion. The lead remains in use. No patient complications have been reported as a result of this event.